Manufacturer narrative:
The customer returned only the meter for investigation. The returned meter was measured with the retention test strips 32264010 in comparison to the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor #1: retention meter and master lot strips: 2.4 inr, returned meter and retention strips: 2.2 inr. Donor #2: retention meter and master lot strips: 2.6 inr, returned meter and retention strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 8%. Returned customer material and retention material complies with specification.

Manufacturer narrative:
The event occurred in: (B)(6). Occupation equals lay user / patient.

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4). At 6:30 am the result from the customer's meter was 2.6 inr. At 7:15 am the result from a doctor's coaguchek xs pro meter was 1.9 inr. The doctor's meter serial number was not known. The doctor's strip lot was 29494611 with an expiration date that was not provided. The customer's therapeutic range was 2.5 - 3.0 inr. There was no allegation of an adverse event. The customer's meter and test strips were requested for investigation. Relevant retention testing has been performed for strip lot 322640 with acceptable results. The investigation is currently ongoing.